Event description:
The patient reported discontinuing use of the pod due to persistent difficulty with insulin absorption. The patient was wearing the pod on the abdomen for an unknown duration when the reported issues occurred. According to the patient, blood glucose levels routinely remained elevated, often in the 200 mg/dl range, despite no recalled alarms or messages from the pod system. The patient stated that upon pod removal, insulin appeared to have pooled under the skin at the cannula site. The patient noted a raised bump at the cannula site during wear. The patient reported that the cannula did not appear abnormal upon removal. The patient also reported experiencing episodes of diabetic ketoacidosis (dka) while using the pod, which the patient attributed to perceived insulin absorption issues. These medical events had not been previously documented. The patient was unable to recall specific occurrence dates, duration of medical visits, or discharge information. The patient confirmed wearing the pod at the time medical care was sought. Reported symptoms included high blood glucose, and the patient stated that the diagnosis received was dka, treated with intravenous fluids and insulin. The lack of recalled dates and additional treatment details is documented. For reporting purposes, the occurrence date will be aligned with the original aware date, as the patient was unable to provide specific timing of the medical events.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.